Event description:
Ti anchor broke off at the site where the driver sits on the anchor. Suture and eyelets were removed with the driver. Ti anchor remains seated in patient. Repair was completed using twinfix ti x2.

Manufacturer narrative:
(B) (4)device is not being returned for evaluation.(B) (4)